Manufacturer narrative:
The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was restored postoperatively.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that patient¿s ipg was unable to communicate with external devices, after patient did not put ipg into surgery mode before an unrelated surgical procedure. Troubleshooting was attempted but ipg was unable to be recovered. Surgical intervention may be pending to address the issue.